Event description:
A surgeon reported an intraocular lens (iol) was implanted in a pt with a small broken capsule. He reported that the capsule tear occurred before the lens was implanted and it was his understanding this was acceptable to do. Add'l info and medical records were received from the surgeon. The surgeon reported that during the procedure, a small break in the posterior capsule was noted after a slight head movement during the very end of the cortical cleanup as the last piece of cortex was suctioned out. He indicated that a one-piece multifocal lens was implanted. Medical records indicated that, at first week postoperatively, the lens was noted to be dislocated; the pt was experiencing blurry vision for near and distance and felt like there was glass in her eye. At one month postoperatively, the lens was repositioned. The pt continued to experience hazy, foggy, and double vision. She also indicated experiencing shadowing, foreign body sensation, pain and headache. The lens was, again, noted to minimally dislocated. The pt also experienced a posterior vitreous detachment. Approx (B)(6) months after the initial implant, the lens was subsequently exchanged (with vitrectomy) for another type of lens (three-piece multifocal lens by another MFR). Approx (B)(6) weeks post-exchange, the pt indicated her vision is still blurry and has glare. Medical records indicated this second lens was subsequently exchanged for a monofocal lens (by another MFR) and that as of (B)(6) 2009, the events continue for the pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info on (B)(4) 2012, was requested by phone, fax, and mail. Medical records were received on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).